Manufacturer narrative:
30-sep-2020 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.

Event description:
Cut lip [lip injury], pin worn down, brush head falling off while brushing [device breakage]. Case description: consumer sent e-mail stating that in the past two years, the pin to which the brush head is attached to the handle had become so worn down that the brush head keeps falling off while brushing. No serious injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Cut lip [lip injury]. Pin worn down, brush head falling off while brushing [device breakage]. Consumer sent e-mail stating that in the past two years, the pin to which the brush head is attached to the handle had become so worn down that the brush head keeps falling off while brushing. No serious injury was reported.